Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim atrial catheter was implanted due to unknown reason via va (ventriculoatrial) shunt with unknown setting in 2020. The patient had ambulation difficulty. A contrast radiography was performed and confirmed a csf leakage from the catheter; therefore, the catheter was explanted and replaced with a new one on (B)(6) 2024. However, no leak from the catheter was observed after it was explanted.

Event description:
N/a.

Manufacturer narrative:
The hakim atrial catheter (ID 823044) was returned for evaluation. Failure analysis - the catheter was visually inspected; the received catheter was only 315mm - no defects noted. The ends of the catheter were visually inspected and seemed to be clean cut. The catheter was irrigated and leak tested, no occlusion and leaks were noted. The complaint was unconfirmed. Root cause analysis - no root cause could be determined. As noted in the investigation, no leakage was noted with the returned 315mm catheter. The possible root cause for the issue reported by the customer could not be clearly determined as only 315mm of catheter was returned but could be linked to a sharp or pointed object coming into contact with the device. As noted in the IFU, silicone has a low cut/tear resistance.